Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that the patient was doing fine. He had optimal therapy with no interruptions. The patient had an x-ray done to confirm everything was connected properly, which it was. The system's impedances were checked again, and everything was working fine. The patient was still receiving adequate stim.

Event description:
The patient experienced no stimulation sensation. The surgical lead was placed 1 week prior to implant of the ins and extension today. Intra-op and in the recovery room the impedances and stimulations were fine. However, while in a different room doing programming the impedances were high ( >40,000 ohms) and the patient did not feel stimulation. The impedances were all over the place with no pattern to it. The patient was sent home with the device off. He was instructed to turn the device on tomorrow. Additional information has been requested.